Event description:
Olympus medical systems corp. (Omsc) was informed that the user performed endoscopic retrograde cholangiopancreatography (ercp) using the subject device (tjf-q290v). After the completion of the ercp, the user withdrew the subject device from the patient, the user found that the distal cover (maj-2315) which had attached to the distal end of the subject device was missing and remained in the patient's mouth. There was no report of the patient injury. This report is related to patient identifier (B)(6), which was submitted under MFR. Report number 8010047-2020-01550.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: (1) the distal end cover was inappropriately attached to the endoscope. (2) distal end cover has a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to break. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. - detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories.¿ investigation activities have been opened to manage the actions related to this report and any required MDR reporting.